Manufacturer narrative:
Other, other text: decontaminated epidural components including claimed mp960 epidural flat filter were received in plastic bag without its original packaging (see photo of samples). Under visual inspection we noticed that filter seal is damaged (see photo of defect). We also leak tested returned filter by syringe filled with water (see photo of testing). We can confirm that leaking was observed as claimed by customer. Such defect might happen during manufacturing (supplier), during packaging (smiths medical) or during transport. Based on that root cause of this issue remains unknown. There were no more similar customer complaints were raised against affected finish good lot number. No trend of similar customer complaints was identified.

Event description:
Device evaluation completed.

Event description:
It was reported that a there was filter leakage on a smiths medical portex mini pack system. The customer indicates liquid leaked. No adverse patient effects were reported.